Event description:
It was reported that the patient's heart rate was recorded as pacing in the 20s, though later records indicated pacing in the 60s. Additionally, the atrial lead exhibited diminished sensing of p-waves. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.